Manufacturer narrative:
(B)(4).: batch # t92k68. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that in a silent state on the device table the instrument has independently triggered. Without the active participation of a person. No harm to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. But no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. It is possible that moisture in the dome could have resulted in the reported event of continuous activation. However this was not seen during analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.